Manufacturer narrative:
Concomitant medical products: ddmc3d1, ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible intermittent atrial undersensing was noted on current and stored electrograms (egm) which may have caused episodes to be marked as terminated or affected mode switch. The right atrial (ra) lead. No patient complications have been reported as a result of this event.